Event description:
It was reported that the customer was hospitalized with a blood glucose (BG) level of 44mg/dL; cause was unknown. Customer was treated with intravenous fluids of D50 to address BG. Customer was discharged the same day, (b)(6) 2026 with the issue resolved and no permanent damage. System check was performed by Tandem technical support and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.